Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports; "at the beginning of the injection, the high pressure tube breaks at the tip of the contrast media syringe: at the connection to the syringe. Contrast media solutrast 370 was used." No person injured.